Event description:
It was reported that during leads revision procedure on (B)(6) 2026, the helices of both the right atrial (ra) and right ventricle (rv) leads had completely retracted under chest x-ray. Due to the observed association between lead dislodgement and helix retraction, both leads were explanted. Examination of the removed leads confirmed complete helix retraction. The physician reported that the patient had undergone two previous lead revision procedures involving reopening of the pocket. Additionally, a yellow purulent discharge was observed within the pocket and on the surface of the original pacemaker. The implanting physician believed the infection was related to the multiple pocket re-entries required for the lead revisions and did not consider the infection to be related to the abbott devices. The pacemaker (pm), right ventricular (rv) and right atrial (ra) leads were explanted, and a new pacing system was implanted on the contralateral side. The patient was stable throughout.